Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during drain four of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that the patient line of the homechoice cassette disconnected from the transfer set that led to this alarm. No damage or leak was noted at the transfer set or patient line connection. Renal therapy services (rts) assisted with proper disconnect procedures and advised to contact the nurse regarding missed therapy. Proper procedures per the user manual were reviewed. The transfer set was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.